Event description:
Reporter states that since his lasik eye surgery in 2005 that he has not been able to clearly see items that are less than 10 feet away. Repoter states that during the consultations with the referenced md, he was told that people with eye worse that his had been corrected. Repoter states that since the surgery he consulted with another md and states, he was told that he was not a good candidate for lasik surgery due to his age and the poor condition of his eyes. Reporter states that he does not know if the problem he is now having is with his eyes is due to poor surgical technique by the md, if there was a malfunction with the laser or if it was just because he was a poor candidate for the procedure.